Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the keypad window was scratched and contaminated. It was also indicated that one screw and the hanger assembly were contaminated. It was also indicated that both display wires were pinched. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. There was no patient involvement.